Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient had a primary ventral laparoscopic hernia repair on (B)(6) 2010 and mesh was implanted. The patient developed a recurrent ventral hernia on an unknown date. On (B)(6) 2011, the patient had a second surgery. During this procedure, the physician noted that the right side of the mesh, tacks had pulled away from peritoneal wall, lodging the mesh into the hernia defect. The mesh was incorporated into the bowel. The physician was able to remove the mesh from the bowel without resecting the bowel.